Event description:
The customer reported to olympus that while using the forceps/irrigation plug, the metal part inside the clamping knob had come loose during a cystoscopy procedure. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to b5 and d10.the information included in b5/d10 was inadvertently omitted from the initial medwatch report. Please see updates to b5, d10, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A final root cause of the metal part inside the tightening ring detaching was unable to be identified. However, probable causes of this event include: excessive stress was applied to the forceps/irrigation plug while it was disconnected from the scope, which led to detachment of the connecting section of the tightening ring. Repeated reprocessing deteriorated the connecting section of the tightening ring. Since corrosion was observed for the metal part of the forceps/irrigation plug lever, storing of the subject device while moisture was adhered or in the high-humidity environment caused bulge and deterioration of glue. The event can be prevented by following the instructions for use which state: ¿chapter 4 operation: to disconnect the forceps/irrigation plug, hold only the locking ring, and loosen it until it comes off the endoscope. Do not turn the plug¿s housing, as it may damage the plug and the endoscope. Chapter 8 storage: do not store the forceps/irrigation plug in direct sunlight and/or in a place exposed to x-rays. Otherwise, the forceps/irrigation plug may be damaged, or an infection control risk may arise.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after disinfection by oer-s, it was noted that the metal part inside the clamping knob of the forceps/irrigation plug had come loose. The intended procedure was a diagnostic cystoscopy procedure, and the procedure was completed without delay.